Event description:
It is stated that the patient is having an issue with the insulin pump display screen showing. Blood glucose level is at 473mg/dl and they have resorted to manual injections. Waiting for patient to call back to administer pump test. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.